Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple no delivery alarms, motor error alarms and that they experienced high blood glucose level of 552mg/dl. The customer stated that they treated the high blood glucose insulin pen injection. Customer was advised to disconnect from the insulin pump. Troubleshooting for no delivery, motor error alarm and blank display were performed. The customer stated that the drive support cap was slightly indented. The customer stated that the insulin pump was not exposed to high magnetic fields. The troubleshooting found that the insulin implant was performing not as designed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with full segment display on frozen display due to faulty x2 on the interface board, x2 measured 0hz., correct frequency readings 32.768khz. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor error alarm due to full segment display. The motor was tested outside of device and passed. The insulin pump had cracked case at reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.